Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and there was apparent explant damage. The analyst also noted that the helix is not functional at this time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported that during explant of the right ventricular lead based on medical judgment, the helix would not retract. The turning tool was turned greater than 40 times and the helix was still extended. Eventually the lead itself was turned several times to free it from the myocardial wall. The lead was successfully extracted and was not replaced. No patient complications have been reported as a result of this event.